Event description:
The patient who had a abbott ddd pacemaker implanted due to complete atrioventricular block had a pocket infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).